Event description:
8/18/92 alert responds to simple questions, hob up 02 infusing per n/c @ 3lpn c/o sob. Right side lung congested, diminished sounds in left lung. 7:30 a.m. Temp 98r. 8:00 fed self 20% of breakfast, 8:30 this waiter entered room resident sitting up in bed, head slumped forward, large amounts of thick dark mucous from mouth-does not respond to verbal or physical stimuli-suctioned. Supervisor notified 911 v/s b/p 100/50,p134 r 32. 8:40 remains unresponsive, hands cyanotic-transferred to hospitaldevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations, user education provided, inserviced by manufacturer/distributor representative. The device was not destroyed/disposed of.